Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "md called to report iab failed to unwrap despite their troubleshooting". The iab was removed and replaced at the same site. No patient harm or injury. The patient status is reported as "fine".